Event description:
Treatment of an aneurysm. It was reported the coil could not be detached with the instant detacher or via manual method (as provided in the instruction for use). The implant coil detached inside the catheter during retrieval. No injuries were reported with the patient as a result of the procedure.

Manufacturer narrative:
The device has not been returned for evaluation.(B)(4).